Manufacturer narrative:
Additional information: d9, e1, g3, h2, h3, h4, h6. One viewflex xtra ice catheter was received for evaluation the catheter tip was noted to be bent and fractured. Insertion resistance was noted at the tip of the catheter due to the fractured distal tip and a gap was noted at the catheter and sheath transition consistent with the aforementioned damage to the distal tip of the catheter. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported tip fracture could not be conclusively determined. A corrective action was initiated to investigate the failure mode of fractured tips on viewflex catheters.

Event description:
During a left atrial appendage procedure, the catheter tip broke upon removal from the patient. Upon insertion of the catheter into the femoral vein using a short sheath, insertion difficulties were noted. Upon removal of the catheter from the patient, it was noted that the tip was been broken. The catheter was replaced and used with a long sheath to continue the procedure with no consequences to the patient.